Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0733 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC placed for chemotherapy treatment (B)(6) 2021 and taken out (B)(6) 2021 due to a kink at 35 cm.